Event description:
Patient representative reported left side "grade iii capsular contracture", "hardness, "edema", "swelling", "deformity of the breasts", "recall was mentioned ", "patient began an intense panic attacks and anxiety", and "symptoms of pain". Patient representative additionally reported left side ¿cysts with peripheral enhancement and with thick content; as well as presenting nodules uptake¿, which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.